Event description:
The son of a male pt contacted lifecor customer support to report that the pt is done using the vest and wanted to return it. The pt was released from the lifevest because his ejection fraction had improved. The son stated that the pt had problems with the electrode belt during the past week. He stated that the system would siren alarm when the pt changed the battery pack. He also stated that the system kept alarming the pt to add gel. The download revealed no "gel released" flags. There were five asystole events on the download.

Manufacturer narrative:
Device eval summary: device eval of the electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have a short circuit in ECG b. The short was fixed. The electrode belt was refurbished. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unknown, but is likely due to strain placed on the cable. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.